Event description:
Reportedly, the device prompted connect electrodes and an analysis of the patient rhythm could not be performed as a result. CPR was administered to the patient and an als crew arrived on scene very soon thereafter. A lifepak 12 defibrillator/monitor was used by the als crew to administer defibrillator therapy to the patient. The patient was resuscitated.